Event description:
It was reported the pt was experiencing pain at his ipg site. The pt underwent revision surgery on (B)(6) 2014 where his ipg was placed deeper.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.